Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The alarm trace showed a significant amount of sample quality-related alarms. The analyzer data showed that the gear pump head needed to be replaced, insufficient customer maintenance actions (microbead mixer check, empty procell/cleancell cups), and inadequate sample quality issues. The provided data do not indicate an issue with the analyzer or the used reagents since the qc before the event was within ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site (preanalytics are within the customer's responsibility) and insufficient customer maintenance.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay at the "9-minute" and "18-minute" application on a cobas e 801 analytical unit. Sample 1: the result of the "9-minute" assay/application was 20 pg/ml with a repeat result of 3.66 pg/ml. The result of the "18-minute" assay/application was 10 pg/ml with a repeat result of 3 pg/ml. A new sample (sample 2) was drawn and tested: the result of the "9-minute" assay/application was 3.29 pg/ml, and the result of the "18-minute" assay/application was 4.0 pg/ml. No questionable results were reported outside the laboratory. The repeat results for sample 1 and the results for sample 2 were deemed to be correct.